Event description:
Became sick with horrible pain in legs and back from silicone implantation 3 years ago. Numerous MRI's, tests, doctors diagnosed fibromyalgia! Chronic fatigue. Positive ana blood test. Lived on pain pills and anti inflammatory meds for 3 years. Had implants removed (B)(6) 2015 and most of the symptoms are gone. These are toxic!!!!!